Event description:
This is the third of 4 instruments that were returned none of the devices were labeled so all will be evaluated and reported on for the same failure. Related MFR report # 2183680-2013-00059; 00061; 00063. It was reported that during a routine procedure it was noted that the instrument was sparking. In addition to this it was noted that the tissue was sticking to the forceps and would not lift even when the surgeon tried to clean them with a wet swab and steam clean. The instrument was being used with a valleylab generator. A second pair of forceps had to be opened in order to complete the procedure.

Manufacturer narrative:
Four device returned together, cannot determine which device is being reported on, therefore, all 4 devices will be evaluated. The device was returned in a very clean condition. Visual inspection reveals the shaft is slightly bent. Also found the insulation to be slightly cracked on all 4 electrodes, the flares remains intact. The ratchet lock was in the "off" position. The jaws open/close, blade advances/retracts and the lock functions as designed. The device was plugged into the lab generator set at 35 watts for testing. The device activated and coagulated as designed. Observed slight tissue sticking. During activation, coagulation no sparking was observed. Could not confirm the complaint.